Manufacturer narrative:
Unique identified (UDI) for v.a.c.® granufoam¿ dressing lot number 7062886v009: (B)(4). Based on information provided, it cannot be determined that the wound edges rolling inwards is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. It is unknown if and what medical or surgical intervention was required. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: deterioration of the wound if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: -examine the wound and debride as necessary. Debride the wound edges if the appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Minimal changes in wound size cut the foam slightly smaller than the wound edges for wounds with little depth, to enhance inward epithelial migration. Do not allow the wound edges to roll downward during v.a.c.® therapy.

Event description:
On 27-feb-2020, the following information was reported to kci by the patient: on (B)(6) 2020, the patient went on a v.a.c.® therapy break allegedly due to the wound being sore. Stated a different nurse dressed the wound and thinks the soreness was due to that. The patient no longer feels sore since v.a.c.® therapy stopped. The nurse recommended to see the plastic surgeon allegedly due to the wound edges rolling inwards. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion. A device history record review for the v.a.c.® granufoam¿ dressing lot number 7062886v009 is currently pending completion.

Manufacturer narrative:
Additional information for v.a.c.® granufoam¿ dressing lot number 7062886v009: section d4 expiration date: 30-sep-2022 section h4 device manufacture date: 03-oct-2019 based on the additional information obtained regarding the device and the v.a.c.® granufoam¿ dressing, kci's assessment remains the same: it cannot be determined that the alleged wound edges rolling inwards is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system.

Event description:
On (B)(6) 2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci service center and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was tested per quality control procedure by kci quality engineering and the unit again passed the quality control checks and met specifications. On (B)(6) 2020, a device history record review for v.a.c.® granufoam¿ dressing lot number 7062886v009 was completed. All end release testing of the product and packaging met specifications.